Manufacturer narrative:
The affected device was examined onsite by technician and the logfile was provided for further investigation at the manufacturer¿s site. Based on the investigation the reported event could be verified and a device shut down due to a completely discharged battery could be confirmed. If the device is neither connected to mains power nor equipped with an external battery, the device switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. During the discharging process the device indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is completely discharged, the device shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. Based on the logfile analysis it could be confirmed that the device generated appropriate ascending alarms indicating the decreasing battery capacity; however, the very short time span between these alarms during discharge is a hint of the reduced capacity / worn out state of the internal battery. Replacing the internal battery remedied the issue and the device passed the test according to the manufacturer's specification as reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while a patient was transported with the device on battery power, the device alarmed for 30% and 10% remaining capacity and the immediately shut down. The patient was switched to manual ventilation and there was no injury to the patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while a patient was transported with the device on battery power, the device alarmed for 30% and 10% remaining capacity and the immediately shut down. The patient was switched to manual ventilation and there was no injury to the patient.